Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 120mg/dl. The caller stated that the insulin pump alarmed during prime, and the drive support cap is protruded. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to perform the prime test as a result of a loose drive support disk.